Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range impedances, high thresholds, loss of capture (loc) and lead dislodgement. Surgical intervention was performed and the lead was successfully repositioned which resolved the issue. No adverse patient effects were reported.